Event description:
Patient had an extended currettage performed with pro-dense used as the bone graft material. Patient was discharged but returned approximately two weeks later and citrobacter freundii was found in three of the patient's specimens obtained from the bone graft site.====================== health professional's impression======================the citrobacter freundii infection may have been associated with the pro-dense bone graft. The finding of c. Freundii in 3 specimens obtained from the surgical bone graft site was unusual.====================== manufacturer response for bone graft, pro-dense======================a product representative from wright medical has stated that the company would test the product for potential issues.